Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that during a review of this device's memory, there was one episode of ventricular tachycardia (vt) that was recorded due to oversensing of noise on both the atrial and ventricular channels. The noise was at 20 hertz (hz). No adverse patient effects were reported. A memory download and the printout was sent to boston scientific technical services (ts) for further evaluation. The ts consultant reviewed the data and discussed that this was the only episode in the memory where the noise was observed. The noise was confirmed to be at 20 hz and is consistent with the minute ventilation signal. Minute ventilation was programmed to passive. The ts consultant requested some additional information including if the patient is pacemaker dependent, and if a chest x-ray was taken for evaluating the connections. Additional information was later reported that the noise had occurred during a revision procedure for the right atrial (ra) lead. No adverse patient effects were reported during the procedure and there were no reports of any compromise in therapy for this patient. The device remains implanted and in service.